Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) had a short battery life. The patient had good results with left globus pallidus stimulation. The patient experienced a return of symptoms in (B)(6) 2016 and aggravation in (B)(6) 2017. The ins was programmed to c+, 0-, 1- at 3v, 210 usec, and 130 hz in 2015. In (B)(6) 2016, stimulation was increased to 3.6v and impedances were measured to be within normal limits. On (B)(6) 2016, the ins battery was at 2.79v. On (B)(6) 2016, the ins was programmed to 3.5v, 270 usec, and 130 hz. The ins reached end of service in (B)(6) 2017. A revision was done and the ins was explanted and replaced. The issue was resolved after replacing the ins. The patient was alive with no injury. The patient's indication for use is dystonia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Mfg site ID was updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life and telemetry and output were okay. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that there was an occurrence of an abnormal battery depletion. The patient experienced worsening dystonia of the upper limbs which induced pain so they went into the emergency room on (B)(6) 2017. The diagnostic methods included an examination on (B)(6) 2017 that resulted in the identification of the event. On, (B)(6) 2017, the patient was hospitalized and a deterioration of the patient's general health status because of the dystonia was noted. On (B)(6) 2017, the device was interrogated and the battery depletion was discovered. The etiology was noted as related to the device/therapy and not related to the implant procedure; the implantable neurostimulator (ins) was noted as the component related to the event. The actions interventions taken to resolve the issue included explanting and replacing the ins on (B)(6) 2017; the device disposition was noted as unknown. The event was considered resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the patient's device parameters prior to the event were 0 et 1 ¿ 3v ¿ 270 ¿s ¿ 130 hz; impedances were not checked. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. There was no further information about the impedances. No further complications were reported/anticipated.